Event description:
During an MRI scan, the patient entered a ventricular tachycardia (vt) arrest. CPR was performed and the device appropriately delivered 7 high-voltage shocks, but the vt arrest was terminated successfully with external defibrillation. When the patient was receiving CPR, interrogation of the device was attempted, but the programmer was having difficulty maintaining a connection with the device, which resulted in missing egms. Technical support was contacted, but additional intervention has not been performed at this time. The patient was stable.

Event description:
Additional information was received that inadequate therapy was delivered by the device.